Event description:
The catheter was being utilized for angioplasty of a lesion in the sub-clavian vein above the superior vena cava. Upon attempted removal, the balloon portion separated from the catheter shaft. The separated segment was removed utilizing a retrieval loop. Note under fluoroscopy that air was still in balloon. Punctured through skin with 18 ga. Needle to facilitate removal.